Event description:
Medwatch report explained that the needle driver insert fell off the needle driver. It was identified before the instrument was used. The MFR response is: qa is being arranged.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. However, in absence of the device and/or lot number a meeting with the account and a process review was conducted, which did not reveal any changes. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.